Event description:
It was reported that the dexcom g7 continuous glucose monitor paired to the dexcom app failed to pair to the ilet, which stopped automated dosing on the pump until a fingerstick blood glucose of 393 mg/dl was entered and pairing was re-established through code re-entry and a restart. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included transient interruption of automated insulin dosing with subsequent readings on the pump showing glucose at 350 mg/dl and trending down after dosing resumed. Investigation included review of alert history and guided troubleshooting to re-enter the pairing code and restart the system. Investigation of this case revealed a pairing failure between the cgm and the ilet that led to cessation of dosing, and normal function returned after successful re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was a cgm-to-pump pairing failure resulting in dosing suspension until manual intervention restored connectivity.